Manufacturer narrative:
Siemens healthcare diagnostics inc. Continues to investigate how the customer was injured while performing the centering collar maintenance procedure on the advia 2120i with dual aspirate autosampler instrument. It is unknown what the injury was and what treatment, if any, the customer received at their occupational health department.

Event description:
The customer injured themselves while performing the centering collar maintenance procedure on the advia 2120i with dual aspirate autosampler instrument. The customer met with the hospital's occupational healthcare professional but it is unknown what the injury was and what sort of treatment, if any, was obtained. There are no known reports of adverse health consequences due to the customer injuring themselves while performing the centering collar maintenance procedure on the advia 2120i with dual aspirate autosampler instrument.

Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) filed the initial MDR (2432235-2016-00368) on july 15, 2016. August 1, 2016, additional information: siemens' investigation confirmed that the customer injured herself while replacing the centering collar on the advia 2120i with dual aspirate autosampler instrument. The injury occurred at a point in the centering collar maintenance procedure where the red needle guard could not be used. The autosampler needle pierced the customer's skin and she was bleeding from the injury. The customer went to their occupational health department and is following treatment to prevent (B)(6) infection. Siemens has determined that the cause of the customer's injury on the advia 2120i with dual aspirate autosampler instrument is operator's technique when performing the centering collar maintenance on the instrument. The instrument is performing within specifications. No further evaluation of the device is required.